Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 37800, serial# (B)(4), implanted: (B)(6) 2016, product type: implantable neurostimulator. Product ID: 435135, serial# (B)(4), implanted: (B)(6) 2006, product type: lead. Product ID: 435135, serial# (B)(4), implanted: (B)(6) 2006, product type: lead.

Event description:
The health care provider (hcp) via a manufacturer representative reported that the patient had a return of symptoms and was scheduled for a battery change. The cause of the return of symptoms was that the battery was dead. The device was interrogated and the ins was dead at the time of the replacement surgery and there were no concerns about ins longevity. The manufacturer representative was in a case on (B)(6) 2016 to replace the implantable neurostimulator (ins), but when they got in the procedure they realized that 1 lead already had high impedances and the second lead also had high impedances. The leads were not changed out, but the ins was replaced. One lead had a history of high impedances, but the second lead having high impedances was a new development. The first lead had been bad for a long time. The troubleshooting performed related to high impedances on the first lead per the patient's managing hcp was that interrogation was done and the impedances were found out of range. The high impedances on the second lead were found intra-operatively. The troubleshooting performed related to the high impedances on the second lead was that the leads and device were cleaned 3 ties and interrogation was done after each cleaning. The impedance was checked on each individual lead twice. The polarity was changed on each lead and the ins was made positive. The high impedances occurred with the ins that was explanted. The health care provider (hcp) chose not to replace the leads because the patient had esophagectomy and the hcp would have to crack their chest open to access the leads and replace them. The hcp planned to image the leads to see if they could replace the leads at a future date without having to crack open the patient's chest. The return of symptoms had not been resolved and the high impedances had not been resolved and the cause of the high impedances was unknown. The indication for use for this patient was gastric stimulation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.